Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the delivery wire became stuck on the catheter's tip upon removal. An interlocking detachable coil was used to treat the target lesion. During the procedure, the coil was successfully deployed. While removing the delivery wire, it was noted that the delivery wire got stuck on the tip of a non bsc catheter. The delivery wire and the catheter were removed as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.